Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that the blue sleeve at the tip of inserter was found cracked during surgery. The implant could not be assembled with the instrument as a result. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. A stem inserter was returned for review. As returned, the blue plastic sleeve is missing and device exhibits wear & tear. The epoxy was present and uniform on the surface of the insertion feature. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.